Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the hinges, top front cover (rohs) (7-76748-01) were not performing as expected. The fsr adjusted the hinges, and the issue was resolved. Return testing was not completed as returns were not available. An instrument service history review revealed there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the hinges, top front cover (rohs) did not identify any trends. Device history record review did not show any non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial (B)(6) or the hinges, top front cover (rohs), was identified.

Event description:
The customer states that the top cover is not staying locked in the upper position while using the architect i2000sr. It was verified that the techs were putting it all the way up. There was no report of any injury. No impact to patient management was reported.